Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that the pump alarmed for a loss of prime while the cartridge and infusion set were being changed. The reporter was able to successfully bolus during troubleshooting without an alarm and was instructed to use a cartridge from a new box. The reporter has not contacted animas since troubleshooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.